Event description:
International affiliate reported that the device tore six days after being placed in service. Device was replaced. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 11/01/2004. The product upon which this medwatch is based has been received, however, the product examination is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.